Event description:
It was reported that upon device interrogation, the left ventricular lead exhibited an increase in capture thresholds and high impedance. No intervention was performed and the patient would be monitored. The patients medical condition was good.